Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip caught in chordae during positioning). The reported poor imaging appears to be related to procedural conditions (poor echo conditions), per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), enlarged atrium and restricted leaflet for a triclip procedure. During the procedure, first triclip was implanted and decided to implant the second triclip to further reduce the tr. During positioning and adjusting the orientation of the clip in the right ventricle, triclip got stuck at the chordae. Troubleshooting was performed but was unsuccessful. It was decided to implant the clip in the posterior-septal commissure. Third clip was implanted on the central side of anterior and septal leaflet to reduce the tr. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.